Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with their device toning. The right ventricular (rv) lead exhibited short v-v episodes and noise which was observed as non-sustained ventricular tachycardia episodes. A pending fracture was suspected, and the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.